Manufacturer narrative:
Customer contact reports no patient information is available. A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The flow sensors were replaced to resolve the reported issue.

Event description:
The hospital reported the unit had an error that resulted in a loss of mechanical ventilation during a case. The patient was manually ventilated and case completed. There was no report of patient injury.